Manufacturer narrative:
Additional information (17-oct-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data and the review of the photometer data for erroneous results indicated that the high results were diluted, and droplets of water were being introduced into the reaction cuvette. The co2_c assay had an inverse curve, so diluted samples yield higher results. Due to the high volume of samples, the laboratory did not service the instrument. Hsc evaluated the event and determined that the leak in the system fluidics which allowed droplets of water to enter the reaction cuvettes, potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00215 was filed on 01-oct-2024. Correct data: section d1, d2, d4, d8 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument.

Event description:
The customer reported to siemens they obtained two erroneously elevated carbon dioxide, concentrated (co2_c) patient results on an atellica ch 930 analyzer. The initial erroneous results were not reported to the physician. The same samples were reprocessed on the original atellica ch 930 analyzer. The reprocessed results recovered lower, considered correct and were reported as correct results to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated co2_c results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two erroneously elevated carbon dioxide, concentrated (co2_c) patient results obtained on an atellica ch 930 analyzer. Siemens is investigating the event.